Manufacturer narrative:
The insulin pump powered up properly after the battery installation. The insulin pump had operating currents within specification and no failed battery test alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted during the visual inspection. The insulin pump was received with a cracked case at the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons on the customer's insulin pump stopped working while she was trying to deliver a bolus. The customer replaced the battery and received a failed battery test. The customer's blood glucose was 150 mg/dl. She stated she was a swimmer and sometimes had the insulin pump on the pool deck. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.